Event description:
It was reported that the ventilation rates are different. The issue occurred during inspection and there was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: event date is unknown. Device evaluation: one device was received. No abnormality related to the reported event was confirmed on the product's appearance. No abnormalities were found in the product's operation. The cause is unknown as the event did not recur. The patient circuit pressure monitoring tube may not be connected to the device. No action was taken. No non-conformances were found during the DHR review.